Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement was 0.118 ohm; specifications are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.128 to 0.003 ohm when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. The door post was scrapped. Device was sent to servicing.